Manufacturer narrative:
Additional information has been added to h6 and h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 30 minutes of dialysis treatment using a revaclear 400 dialyzer, the patient complained of headache and discomfort. The medical intervention consisted of 10 mg of dexamethasone. Following next 20 minutes, the patient¿s headache did not improve, and the patient requested to end the treatment. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name - ? E1: initial reporter address - ? Should additional relevant information become available, a supplemental report will be submitted.